Manufacturer narrative:
The insulin pump communicated properly with one touch ultra-link meter. The insulin pump communicated properly with glucose sensor simulator and minilink transmitter. No unexpected weak signal or lost sensor alarm. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was unknown mg/dl. The customer stated that the device is not communicating with the transmitter. Customer stated rf communication was not established. The customer is no longer wearing sensor. The customer was advised we would send courtesy sensors. The customer reported via phone call indicating that the insulin pump alarm weak signal. Customer's blood glucose was unknown mg/dl. The customer was advised that the alarm was caused by receiving a lost sensor alert.